Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 20ml e/t experienced leakage during use. The following information was provided by the initial reporter: one of our staff nurses in (B)(6) left a syringe for me in my office as it was leaking when drawing up medication, as though there wasn¿t a good seal between the barrel and the plunger. It¿s a 10ml bd plastipak leurlok IV syringe. I don¿t have the packaging as it had been thrown out before the girls realised the syringe was faulty. Sales rep will attempt to narrow down the lot numbers that could have been affected.

Manufacturer narrative:
H.6. Investigation summary: one unused samples was provided to our quality team for investigation. Through visual inspection, a black particle can be observed on the plunger nerves and thumb press. These particles were identified to be burnt polypropylene which become embedded in the product. Product is inspected throughout the manufacturing process to ensure the quality and functionality of the device. Machines are ran prior to use to remove any excess particles and they undergo routine cleaning according to procedure. A device history review was performed for reported lot 1909249, no deviations or non-conformances related to the reported issues were identified during the manufacturing process. While we could not identify a direct issue, this malfunction was determined to have occurred as a result of a failure in the injection machine during the molding process. As a result, polypropylene particles can generate and can become embedded in the barrel molding. Manufacturing personnel have been made aware of your experience to increase awareness of this matter. Complaints received for this device and reported issue will continue to be tracked and trended for future occurrence.

Event description:
It was reported that the syringe 20ml e/t experienced leakage during use. The following information was provided by the initial reporter: one of our staff nurses in sfl left a syringe for me in my office as it was leaking when drawing up medication, as though there wasn¿t a good seal between the barrel and the plunger. It¿s a 10ml bd plastipak leurlok IV syringe. I don¿t have the packaging as it had been thrown out before the girls realised the syringe was faulty. Sales rep will attempt to narrow down the lot numbers that could have been affected.